Event description:
On january 31, 2024, irhythm received a medwatch report (mw5150745) which states a patient complained about dizziness and fatigue for a couple of weeks. Allegedly the patient reported the symptoms to their physician but there was no change in treatment. According to the report, on (B)(6) 2024, the patient complained of not being able to breathe and collapsed at their home. Subsequently, that same day the patient expired due to a lung hemorrhage which led to hypoxia and cardiac arrest. A family member alleged in the report that the patient did not have a history of lung issues and that the patient's physician had prescribed ozempic for weight loss and cardiac benefits. The family member also reported that the patient had been taking xarelto to treat their afib. The patient was also experiencing flutter and was sent home with a zio at device that had a recall on it. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.